Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced irritation at the implant site due to hard plastic of the is4 port plug. Pocket revision was successful. The patient experienced no adverse consequences from the procedure.